Event description:
Ous MDR - it was reported that, 13 months after the implantation, oversensing with inappropriate shock deliveries occurred. The lead and ICD were replaced. The lead showed a defective insulation at the spot where the lead was attached with the fixation sleeve. The lead and the ICD were explanted and replaced. The implant date was not provided for this lead.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, fraying of the outer insulation with a conductor fracture of the rope conductor to the ring electrode was found 25 cm distal of the connector pin. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. In addition, signs of abrasion at the lead body were found 19 cm distal of the connector pin and a strong deformation of the inner conductor helix. The position and kind of these damages are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. There were no indications of material defects or manufacturing errors during the analysis of either the ICD or the lead.